Event description:
Follow-up information indicated surgical intervention was undertaken and 2 of the 3 leads were explanted and replaced. Reportedly, effective therapy was restored and the issue is resolved.

Event description:
The patient has 3 leads (from the same lot) implanted as part of his axium neurostimulator system. It was reported the patient experienced a change in his stimulation after suffering a fall and lifting heavy boxes. Patient presented to the emergency room (ER) where x-rays were taken and indicated a possible fracture of two of the leads. Reprogramming was able to provide therapy utilizing only the third lead. Surgical intervention may take place at a later date.